Event description:
Customer reported a malfunction with the pump, identifying the issue with the malfunction code malf 9. There were no adverse impacts to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.